Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows: a power module did not work properly. Sn # (B)(4). When trying to charge it, it gave an orange signal for only two seconds. Also, the powermodule would not run. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
The additional evaluation report as received conditions to be the power module doesn¿t work properly. The present power module has been dismantled and checked for conformance to our specifications. All concerned components were found to be in compliance with the technical drawings and specifications but the condenser was found to be broken. Based on these findings we have to assume that the damage was caused by drop page-falling to the floor.